Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 582 mg/dl and 66 mg/dl. Customer was feeling symptoms of hypoglycemia and self-treated with 4 gluco-tabs. Customer then set insulin pump at 80% for a temporary basal rate. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.